Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The impella pump was returned for investigation the device was reviewed and there was no indication of biomaterial or kinks noticed in the cassette tubing or on the catheter. However, due to the log signature of the purge pressure rising, it looks like the purge line was most likely kinked causing the high purge pressure. The high purge pressure was not able to be reduced. The root cause of the high purge pressure is most likely due to a kinked purge line.

Event description:
The complainant reported that the physician adjusted the impella rp pump after reviewing the x-ray. The physician believed the pump might have been deep and pulled the pump back. After repeat x-ray the physician decided the pump needed to be advanced a cm. High purge pressure alarms started after final adjustment. During this time the 73-year-old female patient developed hemolysis symptoms. A purge cassette change rectified the alarms, and the patient was placed on p-7. After the final adjustment and p-level lowered, the patient¿s hemolysis symptoms were resolved. Physician and staff instructed to monitor motor current for upwards trend. The team had suspected clot entrainment and removed the impella rp.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.